Manufacturer narrative:
Distributor reported receiving an implant card in the mail indicating that the lens was explanted and the haptic was broken. Distributor indicated that the lens is not available for return/evaluation at the time of notification to the manufacturer. Additional information was requested, but has not yet been received by the distributor. Regarding of this initial report, evaluation codes for method, results, and conclusion are pending. After the manufacturer conducts a product complaint evaluation, these codes will be provided in a follow-up report to FDA.

Event description:
Implant card was received in the mail [by the distributor]. "No other information except the note saying: explanted, 'feet in, legs broken' (haptic) broken."

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the follwoing reasons: additional information not included in the initial report - section d4 - added unique device identifier (UDI #) for hoya isert 250 (+19.00 d). Additional information not available/included in the initial report - findings from the manufacturer's product/complaint investigation, as noted below: since the product was not returned for the investigation, product investigation could not be performed. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we believe this issue is not product related. Additional information not available/included in the initial report - added manufacturer's codes for: method; results; and, conclusion. Additional information not available/included in the initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.